Event description:
It was reported that during a renal stenting procedure, a stent dislodgement occurred. The express ld iliac biliary premounted stent was being used in the renal artery. During placement of the express stent, the stent slipped off the delivery system and moved further than intended in the renal artery. The physician attempted to retrieve the stent with the delivery balloon to implant it at the ostium. However, the balloon did not go all the way through the stent and only half of the stent was deployed. The procedure was completed with a coyote balloon to deploy the other half of the stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)